Event description:
Reporter alleged that during port training for a unilateral inguinal hernia repair on (B)(6)- 2026, it was identified that a insulating sleeve had a tear. The sleeve was discarded and repolaced with a new one and the procedure continued . The surgeon removed the torn part of the sleeve from the patient and the abdominal cavity was washed out. Follow up with the surgeon confirmed that the patient is well and no post-operative complications have occured. At the time of this report no further information has been provided. Cmr surgical limited does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Manufacturer narrative:
Cmr surgical is submitting this report to comply with FDA regulation 803 . The device was discarded by the hospital, the lot number is unknown. Cmr surgical will submit a supplemental report if additional relevant information becomes available.